Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing a static fill estimate of 90 units despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Customer service educated the caller on why this issue occurs and explained that the fill estimate will begin to count down normally once the actual insulin amount matches the static display. The caller understood and acknowledged the explanation.